Manufacturer narrative:
(B)(4) date sent: 11/09/2020 additional information was requested, and the following was received: what were the indications for surgery? Sigmoid cancer what surgical procedure was performed? Davinci-assisted left hemicolectomy which was converted to an open procedure due to adhesions to the uterus and ovaries (hysterectomy and ovariectomy) did the patient receive any preoperative chemotherapy or radiation? No were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? Attending surgeon specialized in colorectal surgery. Previous experience: >500 colorectal anastomoses where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low-b (according to department standard) did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes were there any issues with device use/firing? No what confirmation was received that the device completed the firing sequence? "Crack-sound" indicating a complete firing of the stapler how many counter-clockwise revolutions of the adjusting knob were used to open the device? 4 was there any difficulty removing the device? No was a complete transection of the white breakaway washer visually confirmed? Yes were the donuts inspected? If so, please describe. Yes, both donuts were complete were there any issues noted with staple formation? If so, please describe the shape and location. No, the staple line looked completely normal was a leak test performed? If so, what type and what was the result? Yes, the leak test was normal and did not show any evidence of an air-leak was the staple line visualized endoscopically during the initial surgical procedure? No how many days postoperative did the leak occur? Third postoperative day how was the leak identified? Revisional surgery what was observed at the site of the leak upon reoperation? Complete dehiscence of the back wall of the anastomosis as well as the front wall of about 3 mm, local peritonitis and fecal peritonitis (local) how was the leak addressed? Hartmann's procedure what is the current patient status? Complete recovery (with stoma in place)

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported, surgery (B)(6) 2020 with no abnormalities. First bowel movement on (B)(6) 2020. On (B)(6) 2020 revision on the back wall in case of anastomosis dehiscence. Procedure: resection.